Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a,12.6mm vicm512.6 implantable collamer lens of -6.5 diopter was implanted into the patient's right eye (od) on (B)(6) 2023. Excessive vault and big pupil, photophobia, and blurred vision were observed. Reportedly, "no correlation between wtw, sulcus-sulcus and icl size." The problem was not resolved. The reporter also stated, "pending exchange icl."